Manufacturer narrative:
Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown medtronic stent graft system was implanted in the patient for an unknown endovascular treatment. It was reported approximately 1 year post the index procedure a family member of the patient called to state that the patient (nephew) developed "scar tissue" around the implanted stent graft which "broke loose" resulting in it flapping in the vessel and has received an additional unknown stent graft to treat the event. The cause of the event is undetermined. No additional sequel were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.